Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4). Concomitant products: cd3257-40 competitor implantable cardioverter defibrillator (ICD), (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2012; 7120 competitor implantable tachy lead, (B)(6) 2012; 5071 implantable pacing lead, (B)(6) 2013.

Event description:
It was reported that the lead triggered an alert for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.